Event description:
During a procedure -I & d of wound-, nurse practitioner was attempting to open a sterile disposable safety scalpel, size # 15. The clear plastic cover over the sharp scalpel "snapped off" causing the blade to puncture the nurse's finger. She applied a pressure dressing, washed the wound with soap and water and applied a sterile dressing. Dates of use: 2009 - one time use only. Diagnosis or reason for use: to perform an incision of wound.